Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
International affiliate reports the blocker (expedium single inner set screw) came creaking on the screw. The doctor pushed the key and the blocking dusted. Three requests were made to affiliate for clarification but requested information has not been provided. Based on the information that was provided, this appears to have been an intra-operative issue that may have involved tearing of screw threads.

Manufacturer narrative:
The single inner setscrew [product code: 1797-02-000, lot number: ardb60] was returned for evaluation. Visual examination revealed that the threads of the set screw were torn from the side of the screw body. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the set screw threads tearing cannot be positively determined. A potential root cause may be inadvertently cross threading the set screw during insertion, leading to the threads tearing during tightening. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No systemic trends were observed. Therefore this complaint file will be closed with no further action required.